Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect(s) and the relationship to the product, if any, cannot be determined. Angina is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Additionally, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2015, a 3.0x23mm xience xpedition stent was implanted in the 80% stenosed mid left anterior descending (lad) coronary artery lesion. On (B)(6) 2017 the patient was hospitalized for intermittent chest pain which worsened in one month. The patient was diagnosed with angina worsening with labor. Coronary angiography, on (B)(6) 2017, noted two lesions. The proximal lad had 100% occlusion treated with another stent. The mid left circumflex (cx) coronary artery contained 50% stenosis. The patient was given additional medications. Although there was no restenosis in or within 5mm of the 3.0x23mm xience xpedition stent, the stent had remained patent, and no intervention was performed in this area, the physician deemed the event likely related to this stent. On (B)(6) 2017, the patient was discharged from the hospital. There was no additional information provided.